Event description:
The account alleges that the device would not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
Findings: first occurrence. Monitor field performance. The technician replaced the right head siderail cable and caregiver control, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.